Event description:
The patient was wearing the pod between 24 and 36 hours before the adhesive completely separated from the infusion site causing the cannula to dislodge. The patient was sitting when the incident occurred. After dosing for consecutive high blood glucose levels, they noticed that the adhesive was soaked and was peeling. It was reported that the patient usually preps the insertion site by wiping with an alcohol pad and allowing the site to air dry. The patient does not use any products to help adhere the pod. The patient was able to successfully remove and/or apply a new pod. No blood glucose readings were reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 4.0.2operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.